Manufacturer narrative:
Unit received no button response due to corroded keypad traces.no button error alarm. No moisture damage found inside the pump. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and tried to clear alarm but the buttons are not responsive. Customer got the pump wet in the swimming pool. Customer's blood glucose was 74 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.